Event description:
It was reported that the balloon of a large volume intermate ruptured. This occurred before use. The device was filled with 90 mg pamidronate in 250 ml 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 14, 2014 - july 15, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed fluid in the device¿s packaging. Further visual inspection revealed that the blue winged luer cap was untightened. A functional flow test was performed by filling the device with water and manually tightening the blue winged luer cap. The next day, no signs of a leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.